Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4/page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose exceeded 250 mg/dl while wearing the pod unknown hours. The patient was taken to the hospital in a ambulance, where the patient received IV fluids. Patient reported symptoms of high bg's, dehydration and legs cramps. Before being transported to the hospital, patient attempted to treat herself by giving doses with a pen and trying to give herself bolus with the pod, but kept going up after these attempts. She removed the pod and reported no issues that could be observed with the pod. Patient was not prescribed any medications from the hospital. No further information is available.